Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2216) on 13-jul-2015. The most recent information was received on 02-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and device expulsion ("foreign body in uterus") in a 40-year-old female patient who had essure (batch no. D01975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premenstrual dysphoric disorder, hormone therapy, endometriosis, pelvic pain, pelvic pain, dyspareunia and endometrial ablation. Previously administered products included for birth control: mirena and ortho tricyclen; for an unreported indication: valtrex. Past adverse reactions to the above products included adverse drug reaction with ortho tricyclen. Concurrent conditions included overweight, angina attack, uterine fibroid cyst and uterine enlargement. Concomitant products included phentermine, progesterone and sertraline (zoloft). On (B)(6) 2015, the patient had essure inserted.in march 2015, the patient experienced weight increased ("weight gain / I have gained 10 lbs since the date of my procedure"). In may 2015, the patient experienced headache ("headaches"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced hypoaesthesia ("numbness in hands/arm/feet / numbness in my right hand and in my left hand"). In june 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 3 months 3 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/abnormal clotting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), premenstrual dysphoric disorder ("recurrence of pmdd symptoms") with mood swings, irritability and anxiety, paraesthesia ("started feeling tingling"), poor peripheral circulation ("instances where I have lost circulation in a few of the fingers on my right hand") with raynaud's phenomenon and temperature difference of extremities, the first episode of fatigue ("extreme fatigue"), the second episode of fatigue ("when I wasn't sleeping, I was exhausted"), the third episode of fatigue ("chronic fatigue"), inflammation ("severe inflammation"), feeling abnormal ("brain fog"), depression ("depression"), abdominal pain ("abdominal pain"), anger ("short tempered") and endometriosis ("endometriosis"). The patient was treated with surgery (surgery to remove the essure implant) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, premenstrual dysphoric disorder, paraesthesia, the last episode of fatigue, inflammation, feeling abnormal, depression, headache, migraine, dysmenorrhoea, dyspareunia, abdominal pain, anger and endometriosis outcome was unknown, the hypoaesthesia, vaginal haemorrhage and menorrhagia had resolved and the weight increased had not resolved. The reporter provided no causality assessment for hypoaesthesia, poor peripheral circulation, premenstrual dysphoric disorder, weight increased, the first episode of fatigue and the second episode of fatigue with essure. The reporter considered abdominal pain, anger, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, headache, inflammation, menorrhagia, migraine, paraesthesia, pelvic pain, vaginal haemorrhage and the third episode of fatigue to be related to essure. The reporter commented: current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - on 6-jul-2015: total bilateral occlusion 19-oct-2015 : ultrasound, pelvic transvaginal: essure implants not seen. (As reported). ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device expulsion " ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming - pelvic pain, dyspareunia,dysmenorrhea,migraine, headache" quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report most recent follow-up information incorporated above includes: on 2-apr-2018: pfs and mr. Received:events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, short tempered, endometriosis", reporter added from pfs. Event "foreign body in uterus", concomittant, historical condition, concomittant and historical drug, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-2216) on 13-jul-2015. The most recent information was received on 10-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") in a female patient who had essure (batch no. D01975) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premenstrual dysphoric disorder and hormone therapy. Concomitant products included sertraline (zoloft). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced weight increased ("weight gain / I have gained 10 lbs since the date of my procedure"). In 2015, the patient experienced hypoaesthesia ("numbness in hands/arm/feet / numbness in my right hand and in my left hand"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premenstrual dysphoric disorder ("recurrence of pmdd symptoms") with mood swings, irritability and anxiety, paraesthesia ("started feeling tingling"), poor peripheral circulation ("instances where I have lost circulation in a few of the fingers on my right hand") with raynaud's phenomenon and temperature difference of extremities, the first episode of fatigue ("extreme fatigue"), the second episode of fatigue ("when I wasn't sleeping, I was exhausted"), the third episode of fatigue ("chronic fatigue"), inflammation ("severe inflammation"), feeling abnormal ("brain fog,"), depression ("depression") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, hypoaesthesia, premenstrual dysphoric disorder, paraesthesia, the last episode of fatigue, inflammation, feeling abnormal, depression and headache outcome was unknown and the weight increased had not resolved. The reporter considered depression, feeling abnormal, headache, inflammation, paraesthesia, pelvic pain and the third episode of fatigue to be related to essure. The reporter provided no causality assessment for hypoaesthesia, poor peripheral circulation, premenstrual dysphoric disorder, weight increased, the first episode of fatigue and the second episode of fatigue with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 10-aug-2017: case upgraded from s1 to s3. Case classification updated to potentially legal and incident. New reporters added. Device removal date added. Final report ticked. New events "pelvic pain and headaches added. Action taken with drug updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.